Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture did not catch on the feet. A cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis could not confirm the reported needle to cuff miss; however, the analysis did confirm a needle to cuff detachment. The cause of the needle detachment appears to be related to the operation influences during use and not a product quality deficiency. In this case, the link detachment was influenced by the cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there is no lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.